Event description:
It was reported that during holmium laser enucleation of the prostate procedure, the physician pressed the foot pedal twice to activate the laser, but a loud, unusual noise was observed. The fiber was inspected, but no abnormalities were found. The surgeon attempted to resume the procedure by pressing the pedal, but the laser no longer emitted from the tip of the fiber. The surgeon decided to replace the fiber in order to complete the procedure. After removing the fiber, a small amount of debris was observed attached to the blast shield which is believed to have caused the fiber to break. Additionally, black spots appeared before the 10th use. Another fiber was used to complete the procedure. There was no patient complication.